Manufacturer narrative:
The pump was received with no button response due to flattened button dome switches. The keypad on the lcd board was inspected and no anomaly was noted. The drive support disk was inspected and no anomaly was noted. Unable to perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart all operating current measurements due to no button response. The pump did smell of insulin inside the reservoir tube. However, no moisture inside the reservoir tube or moisture inside the pump was noted during visual inspection. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose due to the infusion set cannula being bent. The customer's blood glucose at the time of the incident was 800 mg/dl; treated with the insulin pump and manual injection. The customer also reported that the reservoir seemed crooked and the insulin pump smelled like insulin. During troubleshooting, he stated that the drive support cap was protruded. The blood glucose at the time of the call was 90 mg/dl. The customer then reported that the keypad had an intermittent response. It was advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.